Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and verified tip clamp force, plunger clamp and tip pickup. The instrument tested without further problem and was returned to expected operation.